Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Some connectors of the tigerpaw system ii device were not engaged. The tigerpaw system ii device was used during mitral valve procedure. There were no patient negative effects.